Event description:
Olympus (oci) was informed received an initial report (B)(4) from (B)(6) health service via email that states, "the cautery cord connected to the foot pedal labeled part. Surgeon activated "coag", audible "zap" was heard, and the cord dropped to the floor. Appears to have burnt at the cord/machine attachment end. The cautery machine was checked by biomed and had no issues." No death or injury was reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured, therefore, it is found that the cable was used for longer than the specified twelve (12) months. Based on the results of the investigation, it is very likely that the age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. This can cause a voltage spike at the damaged area when the generator is activated which may result in a spark and complete disconnection of the plug. The specific cause of the cable sparking was likely due to age-related wear in connection with improper handling. The service life of the cable is limited to twelve (12) months. After this time, the cable should no longer be used. The following information is stated in the instructions for use regarding proper handling of the device: "additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20nm), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced cable was returned to olympus for evaluation. A visual inspection was performed and observed that the cable is burnt, damaged, and detached at the male/connector plug side. The damaged and detached portions were examined and identified thermal/char marks on the gray colored cable. The insulation is melted with white/brown colored residue on the damaged portion of the connector plug side. The cable was manufactured in august of 2017. It can therefore is likely that the cable was used for longer than the specified 12 months. Based on the investigation, the cause of the reported issue is most likely due to wear and tear in connection with improper handling. As per instructions for use: "do not use the hf cable after one year of use.". "Do not use a cable with brittle or defective insulation. Replace the cable." . "Improper use of hf current can cause endogenous or exogenous burns, and explosions. Thoroughly review the hf current safety information included in the olympus endoscopy system guide.". "In order to plug or unplug the cable always pull at the plug. Never pull at the cable." . "Always disconnect the hf cable from the working element before attaching or changing the resection electrode. Re-connect the hf cable only after the electrode has been attached. Attaching the resection electrode to the working element with the hf cable still connected could cause patient or operator injury and/or equipment damage.".